Manufacturer narrative:
(B)(4). (B)(6). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional relevant information is received.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed and a crack has been found on the minicap. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The sample was confirmed for the reported problem, and the root cause was determined to be a manufacturing issue due to the molding.

Event description:
It was reported that a patient found a crack on their minicap before use. There was no patient involvement, and no patient injury or medical intervention was reported along with this complaint.